Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the 8mm permanent cautery hook (pch) instrument functioned properly; however, during the operation, its performance changed. The pch appeared to be operating with reduced power. Consequently, site removed the instrument and inspected it for any visible defects; none were found. The site then reinserted the instrument to check if it was functioning correctly. However, it still failed to work, so¿as a precautionary measure¿site attached a new green diathermy cable to determine if that was the source of the problem. Subsequently, during testing, a small spark and some smoke appeared to emanate from the device; site immediately cut off all power and removed the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: jaws were cleaned before inserting the instrument back. There was no damage or injury to the patient. No post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and arcing was observed within electrical assembly, followed by a short circuit event. Shortly thereafter, a small flame became visible at the affected area causing thermal damage at the yaw pulley and damage at the conductor wire. The instrument was found to have a broken conductor wire at the weld and dislodged from the monopolar yaw pulley after testing. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to conductor wire management issues.